Event description:
It was reported that the technician inadvertently scratched the aa4203tl silicone plate lens with toric optic during loading and it wasn't discovered until after the surgeon was attempting to insert it. There was patient contact, but no patient injury. The lens was discarded.